Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). Device not returned.

Event description:
The customer stated that they received an erroneous result for one patient tested with coaguchek xs meter serial number (B)(4). A sample from the patient was tested on the complained meter, resulting as 7.5 inr. Right away, a new sample was collected from a different finger of the patient and tested on a second coaguchek xs meter with a different test strip lot number, resulting as 5.7 inr. The customer then collected a sample from the patient since the results were over 4 inr and this sample was tested with an unknown laboratory method. The laboratory result was 3.9 inr. The customer only questioned the 7.5 inr value from the complained meter and did not question the 5.7 inr value from the second meter. All values were measured within a 7 hour time period. No adverse events were alleged to have occurred with the patient. The patient was not treated based on the meter results. The patient was advised to hold coumadin medication until (B)(6) 2018 based on the laboratory value. The patient is currently okay. The patient's therapeutic range is 2 - 3 inr. The patient's testing frequency is usually weekly, but has been testing more recently due to unusual readings. The patient had no known hematocrit issues. The patient did not have antiphospholipid antibodies or lupus. The patient did not take heparin or direct thrombin inhibitors. The patient has had dose changes. The patient had no diet changes, no new medications, and no new illnesses. The patient is on a "coumadin diet". The patient had no bleeding or bruising. The customer's product was requested for investigation and replacement product was sent to the customer. Relevant retention test strips (lot 286319) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. The customer's meter was returned for investigation. The returned meter was tested in comparison to a retention meter and masterlot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.7 inr. Donor 2 inr: 2.2 inr. Donor 1 hct: 38%. Donor 2 hct: 48%. Testing results: donor 1: retention meter with masterlot strips: 2.7 inr; customer meter with masterlot strips: 2.7 inr. Donor 2: retention meter with masterlot strips: 2.2 inr; customer meter with masterlot strips: 2.2 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. No information was provided that would point to a cause for the result discrepancy. The results alleged by the customer were not observed in the meter¿s patient result memory.